Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: sales rep is reporting a fracture of a ceramic hip inlay right side. X-ray was provided for review. The x-ray investigation revealed that the delta cer insert 32id x 48od has fractured into multiple pieces leading to the delta cer head 12/14 32mm +9 to what appears to be not centrally loaded. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the delta cer insert 32id x 48od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 2/16/2011. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 2/15/2016. 5) IFU reference: IFU-78002788. Device history review: a manufacturing record evaluation was performed for the finished device [121882748 / 3265388] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: sales rep is reporting a fracture of a ceramic hip inlay right side. The ceramic liner was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual analysis of the returned delta cer insert 32id x 48od revealed that the insert fractured into multiple pieces. Not all fragments were returned for evaluation. Metal transfer of erratic appearance can be found on the outer surface, on the inner sphere and on the fracture surfaces of the insert. This type of secondary transfer is typically caused by chafing between metal parts and the fragment of the ceramic insert, either after the primary fracture event or during the surgical procedures. In case of symmetrical, and therefore correct, taper fit between the ceramic insert and the metal cup, metal transfer patterns are expected over the whole circumference in region of the taper top and taper center of the insert. Such metal transfer patterns cannot be found on the remnants of the provided insert. This indicates insufficient or misaligned fixation of the insert in the metal cup. However, due to the high number of missing fragments from the taper region, the primary metal transfer cannot be evaluated sufficiently. Additionally, metal transfer can be located on transition of taper bottom and back track 1. This metal transfer indicates a misaligned position of the insert in the metal cup, too. However, it cannot be determined whether this metal transfer occurred prior to or after the primary fracture event. The fragments most likely chafed against each other in the period between the primary fracture event and the delivery of the fragments. Due to this mechanism, secondary chip-offs occurred on the fracture surfaces. Due to that fact and due to missing fragments, the primary fracture surface and the fracture origin cannot be identified. The density of the insert was analysed and found to comply with the material specification for biolox delta components. The microstructure as obtained from the quality documents of both components meets the requirements specified at the time of production, too. There is no indication of any pre-existing material defect. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the delta cer insert 32id x 48od would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 2/16/2011. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 2/15/2016. 5) IFU reference: IFU-78002788. Device history review: a manufacturing record evaluation was performed for the finished device [121882748 / 3265388] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. H11 additional narrative: added: d9, d10. Corrected: h3.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-implant, there was a fracture of a ceramic hip inlay on the right side. The patient underwent revision surgery. Stem and cup were not revised.